Event description:
Same case as MDR ID #s: 2134265-2012-06192, 2134265-2012-06451, 2134265-2012-06452. It was reported that during a stenting treatment procedure, balloon ruptures occurred. Vascular access was gained via the right femoral artery. The 2.5x18mm eccentric, 85% restenosed lesion in a stent was located in the mildly tortuous and severely calcified proximal left circumflex artery (lcx) the physician additionally treated a lesion in the right coronary artery (rca) during the procedure. The physician advanced the 2.0x15mm maverick 2 monorail balloon for predilation of the lesion in the rca and performed an unspecified number of inflations to 16 atms for 20 seconds. A 2.25x32mm promus element stent was then deployed successfully in the proximal rca. The physician then successfully ablated the lesion in the proximal lcx with a 1.25mm rotablator rotalink plus. The physician then re-advanced the 2.0x15mm maverick 2 monorail balloon and attempted to pre-dilate the prox lcx, however there was a dogbone effect and eventually the balloon ruptured at 30 atms. The physician advanced a 2.0x15mm maverick otw balloon, however, that balloon ruptured at 30 atms with minimal reduction in stenosis. The physician then advanced a 2.0x12mm nc quantum apex monorail balloon, however that balloon ruptured at 30 atms with minimal reduction in stenosis. The physician then advanced a 2.25x12 nc quantum apex monorail balloon, however that balloon also ruptured at 30 atms with minimal reduction in stenosis. The physician chose to postpone stenting of the lesion in the lcx due to the amount of contrast that had been used. No patient complications were reported and patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the device was inflated above rated burst pressure of 12 atmospheres. The directions for use states; "balloon pressure must not exceed the rated burst pressure." The most probable root cause is considered user related. (B)(4).